Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. One tr band, inflator, and packaging were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the inflator. The balloon tab weld on the band appears to be deformed (see attached photos). There is 1ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed at the connection tube to balloon tab weld. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, the connection tube was incorrectly inserted into the balloon assembly. One tr band, inflator, and packaging were returned for assessment and the sample leaked at the connection tube to balloon tab weld. The complaint can be confirmed for air leakage issues. The cause is a missed tube insertion of the connection tube into the balloon assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A nonconformance was initiated for this issue.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed post procedure by the doctor, 20ml of air inflated, sheath removed, balloon lost all air, pressure held, balloon reinflated, all air came out, pressure held, new band successfully placed. The patient had a small hematoma; manual pressure was held until the hematoma was expressed and the patient was sent to recovery with no hematoma. The procedure performed prior to the use of the tr band was coronary angiogram. The patient remained in good condition. Ther estimated blood loss was less than 250cc. The product came straight out of the box (all tr bands are stored in box and removed once requested at end of case during time for closure) it was not manipulated in any way as it was placed directly on the patient.